Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 81 months after the implantation the patient received inappropriate shocks due to oversensing. The lead was successfully explanted.